Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a fungal staph infection under the lifevest equipment from heavy sweating. Patient described the area as fungal staph infection. The patient¿s nurse applied a fungal powder for the infection. The outcome of the irritation is unknown.